Manufacturer narrative:
Unit had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify battery out limit alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose level was 8.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.